Manufacturer narrative:
The returned blade was evaluated for the source of the metal fragments, reported by the user. The blade was evaluated for proper rotation and found to rotate smoothly with no friction or binding. The device was evaluated for conformance to design requirements and was found to be within dimensional design tolerance. A visual examination revealed that the edge form sustained damage in the form of nicks to the cutting edge. It was also observed that there was minor galling at the base of the inner blade, indicating some force was applied to the blade during rotation. The likely source of the metal fragments was the inner blade tip, where nicks to the cutting edge was observed. The condition of the inner blade tip may have been the result of over aggressive use. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause was determined to be user error. No further investigation is necessary at this time. (B)(4).

Event description:
During an acl reconstruction procedure it was reported that the blade shed metal fragments into the joint. No more force was required on the device than typical. The shedding was experienced forty-five minutes into the procedure and about two minutes after using the device during notch plasty. The device was being run at ten-thousand rpm. The surgeon is confident all pieces were removed from the surgical site. A three minute delay was noted. A back-up device was utilized to complete the procedure. The patient's post-op condition was reported as fine.